Event description:
It was reported an issue with manipler skinstapler. The client reported that for a week users have been used manipler and have recurring problems. As soon as they put the staples in, they do not hold. This can lead to abscesses. In view of the problems encountered, users prefer to use stitches rather than staples. This issue has been found with all lot numbers. Additional information has no been received.

Manufacturer narrative:
510k exempt. If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: the customer informs that all batches were affected, but the possible batches distributed to this customer are: u228031300, u228029400, u228014400, u218042000, u218040000 and u218028200. There are no previous complaints of the code 783100 and batches u228031300, u228029400, u228014400, u218040000 and u218028200. There is one previous complaint of the code-batch 783100 - u218042000 regarding a similar issue (stapler does not fire staples correctly & staples are bent) closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of the code-batch 783100 - u228031300; (B)(4) units of the code-batch 783100 - u228029400; (B)(4) units of the code-batch 783100 - u228014400 and batch u218040000; (B)(4) units of the code-batch 783100 - u218042000 and (B)(4) units of code-batch 78100-u218028200. There are no units in stock in b. Braun surgical's warehouse of any of the code-batches. We have not received any sample from the customer. We have analyzed one stapler of each of the possible batches from retained samples. 1) production record: no abnormality was found in the production records of all batches. 2) incoming inspection of raw materials of staples. We conduct an incoming inspection of wire rods, which are the material used for staples. We confirmed that there were no abnormalities in the incoming inspection records of the following lots. U228031300, u228029400, u228014400, u218042000, u218040000, u218028200. Therefore, it was found that weak staple strength due to defects in the raw material was not a cause of this incident. 3) staple release (function) test with a sample stapler. The lots inspected: u228031300, u228029400, u228014400, u218042000, u218040000, u218028200 no abnormalities were found in the staples and its function. All staples were released without any problem. Reproducibility of defect was not observed. 2. Problems associated with the product specifications. 1) weak staple strength: if the staple strength is weak, staples will not be able to resist the pulling force of the skin. In risk management report, the risk of the weak staple strength is stated as the possibility of the damage to the skin between stapling and removing the staples. To manage this risk, retention test after staple forming was performed and there was no problem with the staple strength. In addition, based on the results of our in-house tests, the strength of our staples is stronger than the average of other competitors' staples. This indicates that at least the strength of our staples is not extremely weak compared to the competitors' staples. 2) trigger was not fully squeezed: the customer is a former user of a stapler from another manufacturer. The stapler of the other manufacturer has a pre-cook and ratchet function. This makes it easy to tell if the trigger has been fully squeezed. In contrast, the manipler az does not have a ratchet function. In this case, a user manages this risk, retention test after staple forming was performed and there was no problem with the staple strength. In addition, based on the results of our in-house tests, the strength of our staples is stronger than the average of other competitors' staples. This indicates that at least the strength of our staples is not extremely weak compared to the competitors' staples. 2) trigger was not fully squeezed: the customer is a former user of a stapler from another manufacturer. The stapler of the other manufacturer has a pre-cook and ratchet function. This makes it easy to tell if the trigger has been fully squeezed. In contrast, the manipler az does not have a ratchet function. In this case, a user accustomed to the other stapler may let go of the trigger halfway through. If this happens, the staple will not be formed properly, and the skin will not be sufficiently pulled in. This may result in a gaping wound. In risk management report, this risk is stated and to manage this risk, the caution when stapling is stated in the instructions for use in the applications part, as follows: "to form the staple, squeeze the trigger firmly together until the trigger motion is halted" as the result of the investigation, no problems were found with the production record, the incoming inspection records of raw materials of staples and release function tests of the in-house sample staplers. And all possible causes of this event were confirmed to be under risk control. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.